Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided.  The single complaint was reported with multiple events. There are no additional details regarding the additional events.  Citation: chin j clin healthc, april 2018, vol. 21, no. 2. 21, no. 2.271. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article with title: effect comparison of laparoscopic and open tension-free hernia repair. The objective of this study is to explore the application and clinical effect of laparoscopic abdominal preperitoneal hernia repair (tapp) and hernia ring filling tension-free hernia repair (mesh-plug) in the treatment of inguinal hernia. From january 2015 to january 2017, the patients were divided into tapp group (n=37) and mesh-plug group (n=40). The tapp group used a johnson & johnson bum ultrapure patch (10 cm × 15 cm), (n=1) chronic pain. In conclusion, laparoscopic hernia repair also belongs to the category of tension-free hernia repair.